Event description:
It was reported that while using the surgical fiber during a prostate procedure, diminished tissue vaporization efficiency was observed at 15,260 joules of use. The case was completed using an alternate procedure (turp). Patient outcome: "no injury to patient."

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber exhibited signs of radial fracture to the glass cap proximal to fiber/cap fusion zone, allowing the fiber to rotate independently of metal cap and is indicative of a fracture beneath the metal cap; the metal cap exhibited moderate burnt on detritus; the glass cap exhibited moderate devitrification at the output window; the outer flow tube exhibited sings of melting at the open end. Based on the analysis above, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: localized heat accumulation due to user handling and or anatomical/procedural (tissue contact and technique) encountered during the procedure, cap wear was accelerated limiting the performance of the fiber.